Event description:
The customer reported that the ventilator does not boot to operating mode. The screen is black and all led's are lighted on the user interface module after switching on the ventilator and the audible alarm is active. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the user interface module fixed the reported issue. The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the MFR.